Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was extracted and replaced due to decreased sensing and increased capture threshold. It was noted that the sensing and capture measurements began to vary following a motor vehicle accident involving the patient. Patient was doing well post-procedure.